Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced constipation and a break in aseptic technique further described as the pt made mistake and did not wear a mask while performing pd therapy. The pt was hospitalized on the same day as experiencing the peritonitis. On an unreported date, the patient was treated with inj (injection) fortum (1.5 gm, ip-intraperitoneally, frequency not reported) and inj linid (IV- intravenous, od-once daily, dose not reported) for peritonitis. At the time of this report, the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available.